Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: mcs-p3-3143, transcatheter valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient expired the day after their implantable pulse generator (ipg) system was implanted after being discharged home. On the evening of discharge, the patient was walking, then fell and was unresponsive. When emergency medical services arrived, the patient was pulseless. The patient took one agonal breath and developed a brief pulse. The patient was then intubated and cardiopulmonary resuscitation (CPR) was initiated. The patient's pulse was lost during CPR. The patient was taken to a local emergency department. Upon arrival, the patient was pulseless, unresponsive with fixed and dilated pupils. The patient was pronounced dead shortly after arriving to the emergency department. Follow up was conducted and indicated the cause of death was cardiac arrest. There were no reported complications during the implant procedure and the lead looked to be in a good position with excellent slack post operatively. The physician stated the death was "temporally related to the pacemaker implant procedure." The patient w as a participant in the corevalve continued access study.